Event description:
It was reported that a 59-year-old caucasian female patient underwent primary breast augmentation with 450cc mentor memorygel breast implant on both sides implanted in 2018 and experienced left sided capsular contracture; baker grade iii postoperatively; diagnosed in the office. The patient consulted with the healthcare professional. As a result, the patient underwent left side replacement surgery with catalog number 3504501bc; serial number (B)(6) 2024. On february 6, and 7, 2024, mentor became aware that in addition to left side capsular contracture, the patient also experienced right side wrinkling, and was diagnosed with right-sided breast cancer, which was treated with radiation. This complication was reported with catalog number 3504751bc; serial number (B)(6) 2022. Additional clarifying information has been requested and a supplemental report will be submitted when any information is received. The right side device is still implanted, and at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).